Event description:
It was reported that during the unknown procedure, the surgeon said during the second firing of his sleeve gastrectomy he heard a loud ¿crunch¿. ¿like one of the teeth in the stapler broke¿. The staples still fired and things looked ok but he oversewed the entire staple line. A new device was opened to finish the rest of the procedure. Unknown if the procedure was completed. There was no patient harm.

Manufacturer narrative:
(B)(4). Date of event is 2022, event day and month unknown. Captured as 1/1/22. Batch #723a42. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with one gst60g reload present. The reload was received fully fired and with damage on reload deck. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 723a42, and no non-conformances were identified.